Event description:
The patient experienced intermittent or no stimulation. The device was reprogrammed in 2008. The hcp attributed the lack of stimulation to the lead. Revision had or will occur. Coupling difficulties were also reported.

Manufacturer narrative:
.